Event description:
In the process of calibrating the camera, at approximately 15-25 degrees (normal tilt) the urological table crashed to the floor during site installation of the table. No pt involved in incident.